Manufacturer narrative:
Results - bracket.

Event description:
It was reported by service report that the IV pole mount weldment was cracked exposing sharp edges. It is unknown if there was patient involvement; however, no adverse consequences were reported.